Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: d314trg ICD implanted 2012-(B)(6). (B)(4).

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds and the right ventricular (rv) lead had insulation damage. The lv lead remains in use. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.